Manufacturer narrative:
Other applicable components are: product ID 37791 serial# unknown product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual. It was reported that the patient had a 376 ins recharger code indicating antenna temperature failure. The patient had to be hospitalized because they could not recharge their device and lost therapy as a result. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep, reporting that they saw the patient while they were hospitalized and used their personal recharger to re-establish stimulation which improved the patient's tremor control. A replacement recharging system was sent to the patient. No further patient complications have been reported as a result of this event.